Event description:
One pt with discrepant bicarbonate results. Initial result, 1.0 mmol/l, repeat 25.2 mmol/l. Erroneous result was reported. Pt was not adversely affected. The field service representative determined there was a problem with the sample mechanism and replaced the sample mechanism assembly and circuit board assembly. Performance tests were performed.